Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately march of 2025 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not returned.